Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated low blood glucose while using the ilet with a dexcom g7, leading the healthcare professional and user to perform a factory reset to allow the system to relearn after recent dietary changes away from high-sugar beverages. Symptoms included hypoglycemia with a nadir of 54 mg/dl, approximately 15¿20 minutes of glucose below 70 mg/dl, tremulousness, and internal symptoms, with low and urgent low alerts received. Outcomes included self-treatment with oral glucose and no need for medical intervention, assistance, hospitalization, or emergency care, and blood glucose returned to range. Investigation included product support review, user interview, and troubleshooting with education on meal spacing and consistent carbohydrate intake during the relearning period. Investigation of this case revealed no device malfunction, with the event attributed to algorithm relearning requirements following significant dietary changes and subsequent factory reset, and infusion set and cgm use remained as reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.